Event description:
It was reported that the patient developed sepsis and infection in the blood. Although the cause of the infection was unknown, it was noted that the infection developed following generator changeout. The patient's full implantable cardioverter defibrillator system was explanted, and vegetation was found on the leads. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.